Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with moderate calcification. Pre-dilatation was performed with an unspecified 1.5 x 8 mm balloon at 12 atmospheres (atm). Then the xience v 3.0 x 18 mm stent was deployed at 16 atm. A distal edge dissection was noted. A xience v 3.0 x 12 mm stent was implanted to cover the dissection. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.